Event description:
It was reported that during a routine follow-up visit, it was observed that this pacemaker entered safety mode. Additional information noted that the device was explanted. To date the device has not been returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow-up visit, it was observed that this pacemaker entered safety mode. Currently this device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the type of reportable event field.

Event description:
It was reported that during a routine follow-up visit, it was observed that this pacemaker entered safety mode. Additional information noted that the device was explanted. To date the device has not been returned. No additional adverse patient effects were reported.